Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support . A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given zosyn and switched to oral levaquin prior to discharge. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with a driveline infection. Additional information was requested, but was not provided.